Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Upon additional information received it was determined that , the issue should not have been submitted as a medical device report (MDR) as the device was not an aboot device.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient is scheduled for surgical intervention with the ipg for an unknown reason.